Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported an open book and then the insulin pump stopped working. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests and unable to determine if an open book occurs due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j2; pcba2--j1, lcd flex cable terminal. The pcba1 j7 connector was detached from the board before the boards were taken out of the case. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into a known good case. In this configuration the unit booted up to flashing white/blank display. In summary, the customer¿s report of an open book was unable to be confirmed; however, her report that the pump stopped working was confirmed during testing. The blank display is due to the severe corrosion underneath the pcba1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and insulin pump stopped working. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.